Event description:
Raz was notified on may 5, 2026 by motion composites (raz - canadian distributor) that a client experienced a tip-over incident with a raz-cat earlier in 2026. The incident was reported to motion composites by sales rep, who in turn notified raz. According to information provided, the incident occurred while the client was in the shower with the chair in a fully tilted and reclined position. The chair tipped backwards and the client slid out of the commode chair. As a precautionary measure, the local fire department was called to assist the client back into the commode chair. No injuries were sustained and no medical treatment or hospitalization was required. The exact date of the incident remains unknown.

Manufacturer narrative:
The sales rep. Visited the user and installed the additional spacers to restrict the tilting function of the commode to further enhance safety and satisfaction. User-level corrective measures were implemented. Raz also offered rear anti-tippers and adjusta back with no-recline option to the user to further enhance safety and satisfaction. The incident has been logged in incident and customer complaint logs under and will be monitored through complaint management system for management review and trending purposes. If raz receive further details about this incident or similar incidents, the investigation will be re-evaluated and corrective actions will be implement. Update report will be submitted regarding this incident if required.